Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee iii floor system. During an interventional procedure, the user reported that no fluoro and acquisition could be executed . The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens conducted a retrospective review and has revaluated this complaint. Siemens has now deemed that this complaint meets the requirement for reporting under 21 cfr 803. This MDR is submitted on july 25, 2023 due to the manufacturer receiving clarification that mdrs are required for similar devices marketed by the manufacturer, even if it is not 510(k) cleared or imported to the united states. The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407. Siemens has completed an investigation of the event. The root cause was determined to be a hardware error. Investigation showed that tube arcing took place which caused the issue. Tube arcing is a side effect when generating x-ray. Negative effects from tube arcing are managed by the system in a way that there is no significant impact to the clinical procedure. If tube arcing exceeds a certain level, x-ray release is no longer possible during arcing. Further imaging can be continued after arcing stops. A service engineer replced the x-ray tube and the system works as intended. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.